Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced.

Event description:
It was reported that the trunnion-head of the accolade tmzf stem failed and required revision. On (B)(6) 2021: pictures revealed that the shell was also revised.